Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter within an exactamix syringe inlet. The particulate matter was discovered before opening the pouch prior to use. There was no patient involvement. No additional information is available.